Event description:
On 09/07/2022, it was reported by a sales representative via sems that a ar-16992 scorpion tip broke off. This occurred during an unspecified time, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the tip of the device was cracked/broken. The tip is still attached to the device, no piece broke off. The most likely cause of the reported failure is use error by leveraging the device excessively.